Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the patient had surgery for both eyes. For the left eye, the patient could not see out of it. The doctor told the patient it would get better, but it had not gotten any better. The left eye was supposed to be the better eye, yet the power was higher in that eye. The patient went back to the regular doctor and said it should not be that way and could not drive safely. Glasses were prescribed to get through, but the glasses did not help much. Additional information has been requested.